Event description:
It was initially reported that the universal oscillating saw attachment did not work. After device evaluation, it was reported that some pins of saw blade shaft were broken. The surgery was extended for 20 minutes. No patient harm was reported.

Manufacturer narrative:
Universal oscillating saw attachment (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that some pins were broken. The product was not repairable, it has not been repaired. Since the product was not under warranty, it has not been replaced. As per customer's decision, the product has been returned unrepaired with a discharge letter.